Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following data was provided: initial result = 7.05 mg/dl, repeats = 2.2 mg/dl, 2.18 mg/dl, and 1.92 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer inspected the analyzer and replaced the cc cuv dry tip and performed wash cuvettes maintenance procedure which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cc cuv dry tip did not identify any trends. A review of tracking and trending for the architect c4000 did not identify any trends for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following data was provided: initial result = 7.05 mg/dl, repeats = 2.2 mg/dl, 2.18 mg/dl, and 1.92 mg/dl no impact to patient management was reported.